Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a force sensor test. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken on the plunger assembly and bottom case upon receipt, the bottom case and right plunger case were cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up portion of the investigation and the force sensor was unable to calibrate. Root cause of the reported event is unknown, but the main board did not operate as intended. Replaced the main board, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000